Event description:
Nurse observed that sterile irrigation bulb syringe was imprinted with some of the ink with which the lot number had been printed on the outside of the packaging. Ink had leaked through the tyvek side of the package. Hence sterility is compromised.device made no patient contact. No adverse event. However, other product from the same lot number has imprint in same location on package and ink bled through to bulb.product has been quarantined; and we have contacted kendall. Qa at kendall stated that they "believe" that a change has already been implemented in manufacturing. Qa is filing a report with the plant and will advise when a report is received back from the plant.